Event description:
The customer reported the device does not have any flow coming from it, stopped blowing air. The customer reported patient involvement is unknown but there was no patient harm.

Manufacturer narrative:
Date new information provided: 03/17/2017. The nand gate u13 on the customer returned mc board had failed which prevented the motor enable signal to be activated which in turn prevented the blower motor from running. Replacing u13 resolved the problem. The determination could be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and if there is a relationship of the device to the reported problem.